Event description:
A journal article was reviewed which contained information regarding this device. The patient, who previously received an implantable cardioverter defibrillator (ICD), was in a shower house during a thunderstorm. The shower house took a "direct lightning strike." The result was a "blowout" of the fuse box and "burning" of the electrical components of the shower house. The patient received an electrical shock while standing in the water stream. "A few seconds later," the patient received another shock from the ICD. Further investigation of the ICD indicated there was "intermittent interference." The device misclassified the interference as ventricular fibrillation (vf) and delivered an inappropriate shock. The device status is unknown. Further follow up did not yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "lightning induced inappropriate ICD shock: an unusual case of electromagnetic interference." Pace pacing clin. Electrophysiol. June 1 2012;35(6):e159-e162.